Event description:
The patient reported that "when I turn side to side my defibrillator sticks up and I have to sometimes push it back down and into place." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).